Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 90% stenosed lesion, resulting in a failure to advance. Additionally, it was reported that the wire was observed to be peeled once removed from the anatomy. In this case, it is possible that manipulation of the wire, when resistance was met, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery. The bmw universal ii guide wire (gw) was advanced however failed to cross the lesion due to the anatomy. After the gw was pulled back, it was noted the coating was peeled off in patches. The anatomy was flushed to remove any portion of the peeling guide wire. Another wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.